Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical onsite history the field service engineer (fse) was not able to reproduce the reported issue. But did confirm the reported issue through logfiles. The fse replaced parts. The root cause could not be identified conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Emr board received. If the potentiometer is set to the end of its range, the measurement could be faulty. This could cause an energy error message. This potentiometer is placed on emr board. This is a known issue. Review of the non-conformance shows the issue is already known and addressed and investigation will be performed under this non-conformance. The root cause could not be determined conclusively. The most possible root cause for the reported error is a suboptimal adjustment potentiometer on the emr board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a 20% internal energy error occurred during treatment. The error was cleared and treatment was completed with no patient harm. Energy check was unable to be completed. The remaining cases for the day were canceled. Additional information requested.